Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female patient had a skin irritation. The patient reported some itchiness and redness. The patient's physician advised the patient to temporarily remove the device to allow the irritation to heal. Follow-up indicated that the skin irritation was improving and the patient was again wearing the device.